Event description:
A hospital rep reported that the during surgery, there were two occurrences of the monitor turning off on its own, and the standby button turning blue. The system was exchanged and the surgery was completed. There was no pt harm associated with this event.

Manufacturer narrative:
The company rep examined the system and replaced the can (controller area network) distribution pcb (printed circuit board). Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).